Manufacturer narrative:
A steris service technician arrived onsite to inspect the table and found that the table had a broken ac plate which caused the table to no longer retain a charge. The technician replaced the ac plate, tested the table, confirmed it to be operating according to specification, and returned it to service. The amsco 3085 sp surgical table operator manual states (6-1), "warning - personal injury and/or equipment damage hazard: safe and reliable operation of this equipment requires regularly scheduled preventive maintenance, in addition to the faithful performance of routine maintenance. Contact steris to schedule preventive maintenance." The device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure their amsco 3085 sp surgical table was not responding to commanded movements. No report of injury.